Manufacturer narrative:
The accounts maintenance adjusted the brake caster to repair the bed.

Event description:
The account alleged that the brake caster will still move when the brake lever is in the brake position.